Event description:
A report was received that the patient was experiencing pain near the ipg site due to a neuroma caused by the tunneler during the initial implant procedure. The patient felt a pressure sensation and stimulation-related pain which the physician believed were due to an electrical dysfunction. The patient was initially prescribed with lidocaine patches for pain but was not relieved when the device was turned on. The patient then underwent a revision procedure wherein the ipg was relocated and the leads were tested. So when the leads were tested, the patient did not feel any pain and the pocket site was closed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4252, lot #: 15441783, description: spare tunneling tool.

Event description:
A report was received that the patient was experiencing pain around the implant site when the stimulation was on. Lidoderm patches were prescribed. The physician believed that there was an electrical dysfunction of the device. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.